Event description:
A peritoneal dialysis (pd) nurse reported she discovered a leak from the tubing set. She had been demonstrating how to use the cycler for a patient using a dummy. The set was never attached to a real patient. Following the demonstration she discovered fluid leaking from a pinhole on the flat part of the tubing on the backside of the cassette.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.